Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 02/07/2014 with the following findings: the complaint could not be duplicated or confirmed with the investigation. The cartridge compartment was found to be intact and free of damage. Unrelated to the complaint, two battery compartment cracks were observed. Moisture was observed within the battery compartment and on the underside of the battery cap. Leak testing revealed a battery compartment leak.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture-cartridge compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.